Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer stated the other blood glucose value was 30 mg/dl. The customer was treated with juice and glucose tablet. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Harm code of coma and hyperglycemia has been deleted because customer had low blood glucose per updated notes.